Event description:
Urine did not flow past the anti-reflux valve into urinary catheter bag. The pt complained of bladder discomfort. When the catheter bag was replaced with a (different brand), urine flowed spontaneously.